Manufacturer narrative:
Insulin pump passed displacement test and self-test. Unable to communicated with bg meter. Unable to determine the root cause, problem isolated to rf board.

Event description:
The customer reported via phone call that the insulin pump had connection issue with remote. Customer¿s blood glucose level was 171 mg/dl. Customer was assisted with troubleshooting. The device will be returned for analysis.